Event description:
According to the reporter: during the lobectomy procedure, the plastic part at the root of jaws broke. The team searched the broken piece by irrigating the pt cavity, but it was not found (x-ray check was not performed). The surgical time was extended by about 30 minutes and the broken piece was not found. It could be in the pt's cavity. There was no report of tissue damage.